Manufacturer narrative:
Sjm has limited information relating to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2008. It was reported that she was experiencing problems with her patient programmer. She allegedly experienced difficulties turning it on and using it to adjust her stimulation. In an effort to resolve this matter, a replacement programmer was shipped to the patient. Results of that intervention method are pending. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg.